Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 10-mar-2025 and forwarded to millyard advanced medical products, llc on 11-mar-2025. The patient's parents reported that on (B)(6) 2025 the pump was due for a cassette change, which was performed. A few minutes later, the system alerted to change pumps which was done. On the morning of (B)(6) 2025, the remote was searching and the pump was not running, so they switched back to the other pump, which alarmed. When changing cassettes between pumps, they observed it was sticky. Troubleshooting was unsuccessful and the patient was taken to the ER by his father. No adverse side effects were reported. The cnss reported that the doctor's office called her on (B)(6) 2025 when she was enroute to assist in transitioning the patient to uptravi. The cnss was advised that the patient's parents were having pump issues and reiterated what the patient's parents reported. The cnss reported the patient is autistic and that it would be difficult to assess him. The hospital rn called on (B)(6) 2025 to inquire if uptravi is ready for the patient in order to release the patient from the hospital. The pharmacy confirmed uptravi is ready to be scheduled. No components or further information related to reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.